Event description:
It was reported that on (B)(6) 2022, when performing a catheter insertion procedure, the team showed that it was broken, which made it impossible to perform the catheter implant. It was stated the procedure postponed until new item arrives. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2410 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redx2410) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on 04/12/2022, when performing a catheter insertion procedure, the team showed that it was broken, which made it impossible to perform the catheter implant. It was stated the procedure postponed until new item arrives. 06/29/2022: add info received: was the product ever used on the patient? The product was checked immediately before use on the patient. Was there any harm to the patient/health worker? (Details) there was no damage as a problem was evidenced prior to the passage of the catheter. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) it was necessary to request a new catheter to be used in the patient, no other procedure was performed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged component is confirmed; however, the exact cause is unknown. One 5 fr per-q-cath catheter with stiffening stylet and t-lock inserted and one excalibur introducer were returned for evaluation. An initial visual observation showed use residue on the returned samples. The catheter was returned in two pieces with a break in the catheter tubing just distal to the 37 cm depth marker. Damage was observed on the distal tip and the shaft of the sheath of the excalibur introducer device. The returned catheter pieces were flushed and pressurized with a 12 ml syringe of water and no leaks were found. Both catheter segments were found to be patent to infusion and aspiration. A microscopic observation revealed splitting within the sheath of the excalibur introducer and plastic deformation of the material at the locations of the damage on the sheath. Striations were observed on the break sites of the catheter tubing indicating the catheter was cut with a sharp instrument such as a scalpel or scissors. Striations were also observed on the most distal end of the catheter. While the break in the returned catheter was most likely caused by a sharp instrument, the exact cause of the damage observed in the introducer sheath is unknown. Possible contributing factors include excessive force during insertion, insertion technique, and sharp instrument damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that on (B)(6) 2022, when performing a catheter insertion procedure, the team showed that it was broken, which made it impossible to perform the catheter implant. It was stated the procedure postponed until new item arrives. On 06/29/2022: add info received: was the product ever used on the patient? The product was checked immediately before use on the patient. Was there any harm to the patient/health worker? (Details) there was no damage as a problem was evidenced prior to the passage of the catheter. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? (Detail) it was necessary to request a new catheter to be used in the patient, no other procedure was performed.